Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or the strips are returned, lifescan will evaluate it/them and, if either the meter or the strips does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultrasmart meter has been giving him erratic readings. The complaint is classified based on the documentation of the customer care advocate (cca). The reported issue started two months prior to his contact with lfs. During the two months period, the patient has gone to the emergency room 3-4 times for low blood glucose. One week prior, his wife had to call the paramedic because the patient had passed out. When the paramedics arrive, they were able to bring him around, obtained a glucose reading of "50 mg/dl" on the emt meter, and treated him with orange juice. During the troubleshooting session, the patient reported getting readings of "330 and 53 mg/dl" performed greater than 20 mins from each other, which is an invalid precision comparison according to lifescan's criteria. The patient verified that he was using the correct testing technique, the punctured area was cleaned correctly, the meter was reading the right side up, the glucose blood results were taken from an approved sample source, and the meter was set to the correct unit of measurement. This complaint is being reported because allegedly due to meter issue that started 2 months ago, on the same day, the patient passed out, and was treated by the paramedic for hypoglycemia. The meter, strips, and control solution were replaced.